Manufacturer narrative:
(B)(4).

Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) was interrogated using a consult unit and the report was transmitted to technical services for further evaluation. The patient was already hospitalized at the time this event occurred. The device exhibited oversensing of the same arrhythmia, and undersensing of the r waves due to morphology and programmed sensitivity. The arrhythmia accelerated from initial onset of ventricular tachycardia (vt) to life threatening ventricular fibrillation (vf). In addition, therapy was exhausted leaving the patient in the life threatening arrhythmia which resulted in the patient having to be externally cardioverted. The rv lead exhibited low amplitudes measuring 2mv and low pace impedance of 300 ohms. Technical services offered troubleshooting and programming optimization recommendations. In the future, the plan is to add an atrial lead and perform defibrillation threshold (dft) testing, but the patient is currently too sick for surgery at this time per the physician. The device and rv lead remain in-service at this time. No additional adverse patient effects were reported.